Event description:
It was reported that during the implant attempt, the lead was fixed in the tricuspid valve and would not retract even with exhaustive attempts. The lead could not be explanted and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).